Event description:
The itotal femoral chamfer guide disposable instrument broke following impaction onto the femur. The surgeon was able to make the required bone cuts and proceed with the surgery with no impact to the pt.

Manufacturer narrative:
The itotal femoral chamfer guide disposable instrument broke following impaction onto the femur. The surgeon was able to make the required bone cuts and proceed with the surgery with no impact to the pt. Review of the device history record indicates that the device was manufactured to spec.